Event description:
It was reported, the customer was having issues with the senor. Customer stated, she was going high due to the sensor reading stating she was low. Customer was contact to gather information. Customer stated, she was off the sensor due to many issues. Customer stated, the sensor would state blood glucose was over 400 with double arrows, three times, and blood glucose was fine. Customer stated, she was concerned about the accuracy of the sensor that she poked herself 34 times. Blood glucose was 113 mg/dl and sensor was 58 mg/dl. Customer declined further information reported. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacture report numbers 2032227-2015-06614, 2032227-2015-06616 and 3004209178-2015-94037.